Manufacturer narrative:
Two photos were provided for the investigation. As per the photos provided by the customer, it is not possible to confirm the condition reported by the customer. It is not clear from the photos if the cuff inflates symmetrically. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device balloon would not inflate evenly. The user performed the cuff manipulations but the problem persists. The user tried to use it on his son twice but he was "desaturating". The cannula was compared to others, and there appeared to be a gap between the stem and the end of the balloon. The event date is unknown. There was patient involvement. There was no report of patient harm.